Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Investigation results: investigation conclusion - based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left axillary vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the fourth inflation at below 14 atmospheres for 60 seconds, the balloon ruptured from a pinhole near the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.